Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be implanted very well when it was placed on the right atrial. The physician tried several times to but was unsuccessful. Another lead was implanted. No adverse consequences reported on the patient.